Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, the mapping catheter shaft kinked. The mapping catheter was replaced and the case was completed with cryo. No patient complications were reported.